Manufacturer narrative:
Thv/tvt registry. (B)(4). The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. The edwards sapien 3 transcatheter heart valve (thv), and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). In this case, the exact cause of the pulmonary / aortic ¿window¿ cannot be confirmed. However, procedural factors (manipulation / deployment of the device) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transvenous/transfemoral pulmonic procedure, a palmaz 30/10 stent was placed in the rvot via a lunderquist wire in the left pulmonary artery. The decision was made to proceed with the placement of a 23 mm sapien 3 valve into the newly placed stent. Significant angulation of the valve was noted during the positioning and deployment of the valve. Post valve implant, the patient¿s end diastolic pressure (edp) changed. An angiogram of the rvot was performed and a pulmonary / aortic ¿window¿ was noted. The patient¿s blood pressure was stable so the decision was made to place a covered stent to close the shunt. During placement, the stent embolized off of the delivery balloon. The stent was retrieved and then deployed into the inferior vena cave (ivc). The decision was then made to use a non-edwards valve with a covered stent. The non-edwards valve was deployed into the sapien 3 valve. The patient¿s hemodynamics became normal and it appeared that the patient was ¿okay¿. Post procedure, the exact timing is not known, the decision was made to perform an open surgery on the patient. The patient was returned to surgery. Both the sapien 3 and non-edwards valves were explanted and a new prosthetic valve was implanted. Surgical repair of the p/a window was also performed. It was perceived that the pulmonic/aortic window was caused during the deployment of the sapien 3 valve.